Event description:
The customer reported the navigation ring not working properly. The unit was not in use on any patient at the time of the reported problem.

Manufacturer narrative:
B4:(B)(6)2021 additional information was received that the issue was observed during preventive maintenance testing prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. This is not a reportable event.